Event description:
It was reported that upon review of remote transmission, lead noise and a slight decrease in r wave amplitude was observed. The noise was not reproducible with isometrics. No patient symptoms were reported. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4).